Event description:
It was reported that the cephalic screw auger fractured at the operative site during the bone's drilling. Verification of the axes of the guides had been done and all was in conformity. There was a surgical delay of one hour to remove the fractured pieces. No additional patient consequences are known at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device location is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cephalic screw auger fractured at the operative site during the bone's drilling. Verification of the axes of the guides had been done and all was in conformity. There was a surgical delay of one hour. No additional patient consequences are known at the time of this report.